Event description:
It was reported patient underwent total knee arthroplasty (B)(6), 2002. Revision procedure was performed (B)(6), 2012 due to loosening and osteolysis.

Manufacturer narrative:
Evaluation of the returned screw components found no apparent damage, but some had light colored residues.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, which states under possible adverse effects: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2012-00208 thru 00214).